Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) for the zimmer air dermatome ii hose: synthes (ao), 3 m, part number 00885100203, review could not be performed as the manufacturer serial number could not be tied to a zimmer biomet work order number. On 17 jan 2019, it was reported from zimmer biomet france sas that a zimmer air dermatome ii hose: synthes (ao), 3 m had an air leak. On 11 feb 2019, a returned product investigation was performed on the zimmer air dermatome ii hose: synthes (ao), 3 m. The physical evaluation revealed that the o-ring that seals the airflow from the hose was not seated correctly which allowed for air to leak from the hose. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the zimmer air dermatome ii hose: aga, 3 m had a mis-seated o-ring causing an air leak, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).

Event description:
It was reported that the employee noticed that air was leaking from the hose when he controlled it. The event timing was during kit inspection at zimmer biomet warehouse. No patient involvement. No adverse events were reported as a result of this malfunction.